Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that iag bc pro global yel 24ga x .75in leaked blood. The following information was provided by the initial reporter: this is a report about blood leakage with insyte ag bc. According to the customer's report, blood leakage from around the hub was observed during use. The customer is suspecting a product defect and is thus asking bd to investigate the complaint product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-30. H6: investigation summary: one catheter adapter assembly, a miscellaneous 10ml syringe, and miscellaneous extension tubing was received by our quality team for evaluation along with two photos. Upon visual inspection of the customer photos, it was noted that blood is present between the male threaded connector and the female luer. A visual inspection of the catheter adapter assembly revealed that the inside of the female lure has been damaged. This is likely the source of the leakage. To verify the damage luer as the source of the leakage a leak test was performed. Leakage was observed at the damaged luer. The incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The damage observed to the inside of the luer likely occurred in zone 5 during the following processes, set together or seat catheter stage. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. The observed damage is unlikely to occur in the clinical environment due to the luer geometry. (The diameter of the luer end is larger than an iso luer and tapers down to iso for ease of use). Operators perform sampling per the quality plan to detect and mitigate the occurrence of this defect. The root cause has been linked to a damaged adaptor during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that iag bc pro global yel 24ga x .75in leaked blood. The following information was provided by the initial reporter: this is a report about blood leakage with insyte ag bc. According to the customer's report, blood leakage from around the hub was observed during use. The customer is suspecting a product defect and is thus asking bd to investigate the complaint product.